Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2014, tdd add up and reflect the programmed basal rate. Several alarms with high force occurring due occlusion during prime are observed, but alarms occurred during the investigation. The pump performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that in february of 2014 she experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with abdominal pain and/or vomiting and extreme thirst associated with a call service 064 alarm. The patient did not specify how the bg was treated. The patient stated that the alarm occurred during a rewind/load step. During troubleshooting, the patient was unable to prime the pump without the alarm recurring. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring call service alarm.